Event description:
It was reported that during a distal gastrectomy procedure, when the surgeon tried to cut stomach with the device and reload it didn't work at all. Eventually, the surgeon used a new one to finish the operation. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload sr75 not loaded in the device. The knife subassembly and the swing tab of the returned reload were found damaged, making the reload non-functional. It is possible that the reload was not properly loaded into the device, causing the damage to the cartridge and not allowing the device to fire. The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.